Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (a-fib) procedure, the navi-star thermo-cool electrophysiology catheter had interference of signals. Follow up was performed to obtain detailed information regarding the event and it was confirmed that the noise occurred on both carto and the recording system at the same time. Due to this fact, the physician was not able to interpret bs and ic signals making this event reportable. The procedure was completed without patient consequences.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (a-fib) procedure, the navi-star¿ thermo-cool¿ electrophysiology catheter had interference of signals. After follow up with the customer, it was confirmed that the noise occurred on both carto and the recording system at the same time. The procedure was completed without patient consequences. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.